Manufacturer narrative:
Na

Event description:
It was reported that the pt passed away in his sleep. The mom says the ventilator was still functioning, but did not alarm. They also had a bedside pulse ox and it didn't alarm because the finger sensor had fallen off.